Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 400mg/dl. The customer was treated with insulin drip. The customer was in the hospital per healthcare professional due to diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. Troubleshooting for high blood glucose was continued and found that there were air bubbles in the reservoir. Troubleshooting for air bubbles found that the customer did not let the insulin warm to the room temperature prior to filling reservoir. No leaks, site or insulin pump programming issues were found. Nurse was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.